Manufacturer narrative:
D10 concomitant product: 7209808, 7209808 truclear control unit (serial# (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the control unit had an error 6 that was why the handpiece/foot pedal failed to work. They tried plugging in numerous handpieces and changing blades but the issue persisted. They were unable to complete the procedure and the patient was already under anesthesia, therefore, there was a delay to the prescribed treatment for the patient. The procedure was completed by doing a manual polypectomy.

Manufacturer narrative:
Correction: h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the unit found no damages. The device was connected to external power and was powered on. A test handpiece (cl-15165) and footswitch were connected to the control unit. When the footswitch was pressed, the handpiece did not activate and the control unit displayed the customer stated error e6. The device was power cycled and tested multiple times with the same result. The device was opened and inspected. Root cause was isolated to a zenner diode z6, measuring with a fluke dmm (cl-14290) found the zenner diode had internally shorted. The component was replaced with a test component. It was reported that the control unit had an error 6, which is why the handpiece/foot pedal failed to work. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6 (fdr - c02). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the control unit had an error 6 that is why the handpiece/foot pedal failed to work. They tried plugging in numerous handpieces and changing blades but the issue persisted. They were unable to complete the initial procedure and the patient was already under anesthesia. The procedure was completed by doing a manual polypectomy and had a five minute delay.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the unit found no damages. The device was connected to external power and was powered on. A test handpiece (cl-15165) and footswitch were connected to the control unit. When the footswitch was pressed, the handpiece did not activate and the control unit displayed the customer stated error e6. The device was power cycled and tested multiple times with the same result. The device was opened and inspected. Root cause was isolated to a zenner diode z6, measuring with a fluke dmm (cl-14290) found the zenner diode had internally shorted. The component was replaced with a test component. It was reported that the control unit had an error 6, which is why the handpiece/foot pedal failed to work. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.